Manufacturer narrative:
Stryker evaluated the customer's device and was unable to duplicate the reported issue. The device's battery pins were replaced as a precaution. The root cause was unable to be determined. The device will be returned to the customer.

Event description:
The customer contacted stryker to report that their device unexpectedly powered off.